Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the hv cable, battery pack, snubber pcb. Also the cpu was upgraded to the single board computer and associated components. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had high voltage issues. Reported system arcing and low ma error messages.